Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricle assist system (lvas) and the patient's outcome could not be conclusively determined through this evaluation. It was reported that (B)(4) will not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. The IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2023. The patient coded and was not stable enough for a computed tomography (CT) scan. The family decided to stop resuscitation measures and the patient expired. The patient's death was not device related and the device operated as expected.